Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following an implant procedure the patient was not adequate relief and was having some discomfort around her implantable pulse generator (ipg) site. The patient underwent explant procedure. The explanted device will not be returned.